Event description:
The product's computer database of patients can be corrupted occasionally with other patients' image data. This only occurs under high patient thru-put where they are attempting too much multi-tasking of the digital imaging system.

Manufacturer narrative:
We have yet to determine the root cause of this database corruption, but it seems to be related to the hospital's pacs system. We have created a new software version that should resolve this intermittent problem (v1.3.2.17), and this will be installed at sites that might be prone to this unique situation.